Manufacturer narrative:
The technician replaced the communication cable to repair the bed.

Event description:
Information rec'd indicates the nurse call is not alarming when a nurse call is placed on bed.